Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen had missing/stuck pixels on the pump display that blocked some graphics and text. There was no adverse impact to customer's blood glucose level. Reportedly, customer continued to use current pump for insulin therapy.